Event description:
On (B)(6) 2013, the pt began seizing and became non responsive 7 minutes into her dialysis treatment. The pt's blood was returned and the pt was transported to the hosp via ambulance. The pt had an episode of urinary incontinence following this episode. The pt stated she "remembers feeling dizziness/lightheadedness 15 minutes into hemodialysis." Pt received neurologic and cardiac workups while hospitalized. The remainder of the pt's hospitalization was uneventful and the pt was discharged on (B)(6) 2013. On (B)(6) 2013 dialysis composition: 2.0 k, 2.25 ca, 0.75 mg, 100 dextrose. Sodium (meq/l): 40. Blood volume processed = 81. Bfr = 450. Scheduled time = 3.0.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the (B)(6) pages of med records info it appears that on (B)(6) 2013 the pt began seizing and became non responsive 7 minutes into her dialysis treatment. The blood was returned, 911 was notified and the pt was transported to the hosp. The pt had an episode of urinary incontinence following this episode. Pt was treated for cardiac issues in the hosp. Seizure was ruled out. There is no documentation in the med record that shows a causal relationship between the pt's dialysis treatment or dialysis products and the pt's episode of unresponsiveness. It should be noted that this pt had missed her dialysis treatment on (B)(6) 2013. A supplemental report will be submitted upon completion of the plant's investigation.